Event description:
A review of service data detected a reportable problem. Upon servicing electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. A short was detected in the insulation of the trunk cable. The cause for the failure was isolated to the short. The root cause of short cannot be positively. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.